Event description:
On (B)(4)2023, it was reported by a sales representative via sems-06258537 that an abs-10060 angel machine was only producing one cc of prp despite how much blood was put in. This occurred during a case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. The complaint was not confirmed. The reported incidence could not be repeated. One unpacked abs-10060 angel prp system centrifuge serial (B)(6) was received for evaluation. Visual evaluation noted regular wear and tear on the device housing. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 33 ml platelet-poor plasma (ppp), 25 ml rbc, and 3 ml prp. The prp volume within the syringe was recorded as 3.0 ml. No error messages were reported during processing. The console functioned normally. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. No problem found.